Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm on the homechoice machine (hc). During troubleshooting, the nurse (rn) pulled down on all the tubing and stated the lines disconnected from the solution bags. The rn would start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she received a check lines and bags alarm during self testing. The technical service representative (tsr) told her to pull really hard on the lines by the door. Then, the cassette pulled apart from the solution bags. New supplies were used to clear the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed and the cause was determined to be a use error; loose connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.